Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Initial reporter - surgeon name unknown. Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(6) facility. A review of the provided data and the visual examination of the components have indicated the presence of a feint wear stripe on the femoral head and a polished wear patch towards the rim of the acetabular cup. Such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. The inclination angle compares very well to the recommended value in the relevant surgical technique; however the anteversion was substantially lower than the recommended value and the stem was in 3° valgus. These latter positions may have disrupted the stresses in the system, leading to a breakdown in lubrication and the aforementioned observations. The scratches and small indentations on both bearing surfaces suggest that a third body was present, the source of which is unclear. Together with a breakdown in the lubrication of the articulation, this may have contributed to the generation of the small fluid collection that was present over the posterior aspect of the right greater trochanter, and the "suggested evidence of an alval reaction". It is worth noting that the patient's co and cr levels were detected to be well below the limit defined in mda/2012/036 and that redlux have measured the bearing surfaces and concluded that the joint appears to be wearing normally. Black discoloration was present over approximately 60% of the female taper on the femoral head suggesting that fretting or galling mechanisms were active at this interface. This suggests that there may have been micromotion at the taper junction, which may have been caused by insufficient taper impaction or suboptimal assembly conditions during primary surgery. Dimensional evaluation found component to be within appropriate design specification. Root cause of the event was most likely attributed to third party debris, surgical technique and/or joint laxity; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2015-04558 / 04559).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2014 due to adverse reaction to metal debris (armd). Operative records noted cystic located posteriorly.